Event description:
It was reported that an ilet user experienced insulin delivery issues including an occlusion and repeated ¿unable to proceed¿ and alert 38 motor stall during priming and after rewinding, which persisted despite a dry run to 120 units and a full supply change; blood glucose was reported at 169 mg/dl and not affected. Investigation included review of the event details and troubleshooting with supply changes and priming attempts. Further investigation of this case revealed a persistent motor stall consistent with a pump mechanism malfunction that did not resolve with standard corrective actions. There was no user reported symptoms and no reported adverse clinical effects during the event. Blood glucose was not affected. Outcomes included replacement of the ilet and the user¿s continuation of continuous glucose monitor (cgm) use. It was concluded that the device experienced a mechanical failure of the motor/drive system leading to interrupted insulin delivery, and the device was replaced.